Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the cannula, circular seal, envelope seal and obturator were intact. Pmv performed functional testing; the devices passed an air leak test. The obturator was inserted into both devices and was engaged and removed cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had damaged seal and made a strange noise. The 5mm suction irrigator was difficult to slide up and down through 5mm cannula and it was extremely tight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in laparoscopic cholecystectomy, the device had damaged seal and made a strange noise. The 5mm suction irrigator was difficult to slide up and down through 5mm cannula and it was extremely tight.